Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced malodorous vaginal discharge, irritation, vulvar itching, urine leakage, incomplete emptying, frequency, and dysuria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with hysteroscopy with essure tubal ligation due to sui, cystocele. It was reported that following insertion the patient experienced urinary problems, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.